Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported that the pt was diagnosed with peritonitis. The suspected bacterium was (B)(6). The cause being touch contamination. The pt is being treated with vancomycin and has continued with pd therapy.